Event description:
It was reported that the deep brain stimulation (dbs) patient who was implanted with non-boston scientific leads and a boston scientific implantable pulse generator (ipg) and dbs adapter experienced loss of stimulation after the bsc ipg was implanted. Several attempts were made at reprogramming the therapy but were unsuccessful in regaining any therapeutic benefit. The patient underwent a revision procedure where the bsc ipg and dbs adapter were replaced with non-bsc devices. The physician assessed that the bsc battery was likely functional but theorized that switching from voltage based ipg to constant current ipg may have caused a loss of therapy to the patient.

Manufacturer narrative:
Block b3 date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 7075434, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient who was implanted with non-boston scientific leads and a boston scientific implantable pulse generator (ipg) and dbs adapter experienced loss of stimulation after the bsc ipg was implanted. Several attempts were made at reprogramming the therapy but were unsuccessful in regaining any therapeutic benefit. The patient underwent a revision procedure where the bsc ipg and dbs adapter were replaced with non-bsc devices. The physician assessed that the bsc battery was likely functional but theorized that switching from voltage based ipg to constant current ipg may have caused a loss of therapy to the patient. Additional information was received that indicated the symptoms that the patient experienced due to the loss of stimulation was the return of tremors. The patient was doing well postoperatively.